Manufacturer narrative:
The service request is pending completion. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported hearing a pop and then the light source was disabled with a system message displaying. This occurred at the end of the case. Additional information from the nurse stated the following case was cancelled. The patient was fully prepped prior to cancellation. No patient injury was reported.